Event description:
The patient felt pain when completing an insulin injection. The patient reported that the needle was bent.

Manufacturer narrative:
The patient felt pain when completing an insulin injection. The patient reported that the needle was bent. Review of manufacturing showed no abnormalities or deviations from the validated manufacturing process, including in-process control for penetration force. In-process control for angle and the needle tip to the cannula is 100% completed before the inner protective cap is fitted. No device problem could be found.